Event description:
N/a.

Manufacturer narrative:
The handle cev669e was returned for evaluation: device history record (DHR)- the DHR has been reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis- the evaluation was unable to conclusively verify the complaint as valid. The device passes the electrical test. After assembling with the received tube and insert, the test of electrical continuity is compliant. The handle jams and works properly after lubrication but this defect cannot explain the reported issue. Root cause- the investigation did not highlight any defect which can explain the reported issue, the complaint cannot be confirmed. The reported issue may be due an improper use or the use of a defective cable or generator. The device was jammed due to lack of lubrication after reprocessing.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 3 of 9 linked to mfg report numbers: 2523190-2021-00109, 2523190-2021-00111, 2523190-2021-00112, 2523190-2021-00113, 2523190-2021-00114, 2523190-2021-00115, 2523190-2021-00116 and 2523190-2021-00117. A facility reported that during use on a patient for an unspecified procedure in which the handle cev669e was being used, the surgeon could not coagulate. Preoperatively, the surgeon used 2 different erbe generator and 2 different pedals. Post-operatively, the surgeon tested both devices on a gauze and found that the impedance should be high to get a result. There was surgical increased time of 20 minutes without injury to the patient.